Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. The lead was never in service. Additional information from the field indicated that the lead had a manufacturing defect with the silver of the plastic hanging off the proximal end of the lead. The lead's insulation was slit during the deliver/sheath removal. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. Additional information from the field indicated that the lead had a manufacturing defect with the silver of the plastic hanging off the proximal end of the lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed and analysis did not confirmed the allegation. The visual inspection revaled no abnormalities, specifically no silver of plastic was observed at the proximal end. Further, there were no evidence of device defect, malfunction or damage outside the bounds of normal medical use.